Event description:
On 08/06/1998, the MFR rec'd a faxed report (written in french) from the international distributor. As far as the MFR.'s rep can interpret, it appears that the device septum had become dislodged. The MFR's rep requested the international distributor submit the report in english; however, the MFR. Has not rec'd the report in english to date. No further details were provided at this time.